Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of ten (10) minicaps were fully separated from the caps. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Ten (10) actual samples were received for evaluation with the aluminum foil peeled. The evaluation has been completed. A visual inspection with the naked eye identified the sponges were found fully separated from the caps on the ten (10) samples. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.